Event description:
A report was received that the patient underwent an explant procedure due to pain. Non-bsc physician explanted patient's entire system and re-implanted the patient with a competitor's system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2108-70m serial # (B)(4) description: scs lead kit, phase ii sterile package. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.